Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found inside the catheter. For further investigation, the pipeline and pushwire were removed from the catheter. The distal and proximal ends of the pipeline were found fully opened with damaged braid. The middle section of the pipeline was also found fully opened. The pushwire appeared to be bent at two distal locations. The catheter also appeared to be damaged at two distal locations. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the pipeline was returned fully opened with damaged braid. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Event description:
Medtronic (covidien) received information that the middle section of pipeline flex device would not open during a flow diversion treatment of a left supraclinoid carotid aneurysm. During delivery, there was very high friction in the distal microcatheter. The physician had to use the torque device to deliver the last few cm to the tip of the catheter prior to deployment. The device was initially unsheathed and it opened well. However, during delivery across the neck, the device would not open as it was being pushed out. The physician resheathed the device twice in an attempt to get it to open. On the second attempt, it was very difficult to resheath and a lot of tension built up. As the physician was pulling the wire and pushing the catheter, the device jumped forward into the middle cerebral artery branch. This was not the intended starting location. Because the pipeline flex had already resheathed twice, the physician decided to remove the device. It was fully resheathed and the microcatheter and the pipeline flex were removed from the patient. The physician navigated a new microcatheter back into position and delivered another pipeline without incident. No patient injury was reported as a result of this procedure.